Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The patient's spouse also reported the implantable cardioverter defibrillator (ICD) "never went off until shocked twice by paramedics." The patient was transferred to the hospital and they "were unable to get a sinus rhythm. The patient was pronounced dead in the emergency room." A request for additional information was made but was unknown.